Event description:
Information received by medtronic indicated that the insulin pump had moisture and humidity problem and battery was not working. No harm requiring medical intervention was reported. The customer had discontinued to use the device.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned insulin pump for an alleged exposure to moisture and unexpected battery power loss found on (B)(6) 2021. The insulin pump passed the displacement test, active current test, and self test. Insulin pump fails sleep current test. No alarm/alerts listed in pumps history screen on event date. Successfully downloaded history files and traces using thus. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2021 11:04:00.000, this alarm was expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on lcd display flex connector and on electrical board. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Exposure to moisture confirmed. Unexpected battery power loss and high sleep current due to moisture damage on electronics assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.